Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Functional testing, a service history review, and a visual inspection were performed. The damaged power cord was identified during visual inspection. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.